Event description:
During a vetrectomy procedure, the cutter from this vitrectomy pack would not cut the vitreous and the aspiration stopped.

Manufacturer narrative:
This form has been completed by the manufacturer.